Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossinc difficulties and stent damage occurred in 2005 the taxus express2 2.0 x 32 drug eluting stent was unable to cross the target lesion. The physician then realized that the stent struts became damaged which caused a jam with the balloon. The stent was then deployed at that area which was prior to the target lesion. There were no reported patient complications.